Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual increase of shock impedance measurements. It was 50 ohms at implant and was now at 116 ohms. Boston scientific technical services (ts) discussed observation and out of range values. Additional information was provided that indicates that the right ventricular (rv) pace impedance measurements are now greater than 2,500 ohms and the shock impedances are greater than 125 ohms in certain vectors. The patient is pacemaker dependent and has not been feeling well. A lead revision was performed and this product was surgically capped.